Manufacturer narrative:
Ni

Event description:
Report received indicated that during preparation, the needle would not retract. Further information from the sales rep revealed that, the package was received intact without any anomalies. There was no apparent damage to device notice when package was opened and device was prepared for the instructions for use. The catheter was straight without any slack during preparation. However, when cannula actuation was verified that cannula was unable to retract. Another outback catheter was use successfully for the procedure. This product was not use in the patient. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.